Event description:
The last reading was in mmol/l. The contact was able to reset the meter to mg/dl with assistance. The contact did not allege the customer experienced any adverse events due to the readings. The contact was satisfied, and no product will be returned for evaluation.